Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. According to the physician, the root cause of the reported problem of nighttime glare was attributed to the patient's large pupil size.

Event description:
The pt underwent cataract surgery with implantation of the crystalens in the left eye (os) in 2007. Fifteen days later, the pt complained of nighttime glare and blurry distance and near vision in the operative eye. The physician planned a lens exchange (monovision) for less than three months later. The pt reports being much happier with his uncorrected vision now and his night vision/glare is improving. The physician attributed the glare to the pt's large pupil size. Preoperatively, the pt's bcva was 20/40. After implantation of the first crystalens, the pt's bcva improved to 20/25. All reported values are for the left (operative) eye.